Event description:
This patient underwent the placement of (3) cypher stents due to three vessel disease. Nine days later the patient is reported to have experienced a syncopal episode during breakfast. Some type of "spasm" was noted and the patient aspirated food. The patient was resuscitated, but expired later that day in the intensive care unit. The death is noted to be cardiac event.